Event description:
This procedure was performed in another country: during the procedure, the guidewire coating started to peel off. A section of the polymer jacket was detached from the core wire. The section was left in the balloon catheter. No pt injury and/or intervention was reported.